Manufacturer narrative:
Concomitant medical products: product ID: 4086 lead, implanted: (B)(6) 2012; product ID: 4456 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a slight dip below the pacing impedance programmed lower limit. It was indicated that the patient¿s pacing impedance had been chronically lower. The rv lead remains in use. No patient complications have been reported as a result of this event.